Event description:
Three weeks after being inplanted with the lap-band system, the patient began to have abdominal discomfort. X-rays incdicate lap-band system tubing disconnected from the access port tubing. According to the implanting physician, the loose end of the tubing may be the cause of the patient's abdominal discomfort. The patient had not yet had any saline added to the patient's lap-band system, but patient has continued to lose weight without the saline adjustment, and elected to forego surgery as long as they continue to lose weight. Therefore, surgery to re-connect the tubing has not yet occurred.